Event description:
It was reported that a telemetry print out from (B)(6) 2011 showed high impedances on several electrode combinations. Therapy impedance was noted to be 1572 ohms. The battery status was noted to be ok. There were no patient symptoms reported. No additional information was available.

Manufacturer narrative:
Product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2011, explanted: na; product type extension. Product ID 3387s-40, lot # v605118, implanted: (B)(6) 2011, explanted: na, product type lead. (B)(4).